Event description:
It is reported that the surgeon was unable to get articular surface to lock into place. A different articular surface locked in with the first attempt.

Manufacturer narrative:
This report will be amended when our investigation is complete.